Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1,c23 on the logic board. Replaced flange gripper, wiperseal, keypad. Calibrated. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the logic board. A review of the device history record showed the device had a manufacture date of 07oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 07oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.